Event description:
The pt was a male. The target lesion was left internal carotid artery. There was moderate calcification, mild tortuosity and 85% stenosis. The carotid artery stenting procedure was carried out without major complication. Three precise stents (catalog/lot unk) were placed, and then blood flow was slowed slightly. The filter basket was suctioned and the angioguard protection device was removed safely. After the procedure, the pt couldn't speak clearly, though he could answer physician's questions. No dyskinesia was seen. Precentral lesion of left middle cerebral artery was not seen on angiography. Medical treatment (radicut) and rehabilitation are planned for future treatment.

Manufacturer narrative:
The product is not available for analysis. Add'l info will be submitted within 30 days upon receipt. This device is one of four products associated with this event. Please refer to MFR report #'s 1016427-2008-00177, 9616099-2008-01554, -01578, & -01579.